Manufacturer narrative:
Product ID: 3888-28, lot# l42587, implanted: (B)(6) 1997, product type: lead. Product ID: 3888-28, lot# l43042, implanted: (B)(6) 1997, product type: lead. Product ID: 749851, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. (B)(4).

Event description:
It was reported that when the patient had first had plantar fasciitis symptoms her implantable neurostimulator (ins) had to be replaced which was in 2002. The patient was still having concerns with their device or therapy but was working with her healthcare professional or manufacturing representative. Appointment date was pending. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be submitted.